Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0258328. Medical device expiration date: 2022-01-31. Device manufacture date: 2020-09-14. Medical device lot #: 0316360. Medical device expiration date: 2022-01-31. Device manufacture date: 2020-11-11. Medical device lot #: 0258323. Medical device expiration date: 2022-01-31. Device manufacture date: 2020-09-14. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was clotting/micro clots/fibrin clots this event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "the samples are clotting. Since (B)(6) there has been clotting issues with the edta tubes. It may be from a change in the tube or storage. Due to clotting, patients are needing to be redrawn."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/1/2021. H.6. Investigation: bd received 33 samples for lot# 0258323 for investigation. Retention samples were tested for lot #¿s 0316360 and 0258328. The returned and retention samples were visually inspected with no issues being seen. In addition, 5 customer samples and 5 retention samples from each remaining lot were tested for the quantity of the edta additive that is present in the tube and all samples were within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint cannot be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was clotting/micro clots/fibrin clots this event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "the samples are clotting. Since january there has been clotting issues with the edta tubes. It may be from a change in the tube or storage. Due to clotting, patients are needing to be redrawn."